Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. A fracture was suspected. Technical services (ts) was contacted to assist in programming the minute ventilation (mv) sensor; however, it was noted that due to the programming necessary for the impedance measurements recorded the mv sensor could not be reenabled. Additionally, isometrics were performed. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.